Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5102431 that a female patient who underwent an unspecified breast surgery with two unknown mentor saline breast implants has experienced unexplained systemic symptoms postoperatively, including rash, dry eyes, gi problems, stomach pain, vision loss, and enlarged lymph nodes postoperatively. The patient stated her implants have been replaced so many times because of capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis. Note: previous event reported for this patient in the manufacturer report number 1645337-2021-10348. Note: there are other events for this patient that will be reported.